Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2013. Patient underwent a 1.5t MRI 2 weeks after implant; the implant is 0.7t conditional and considered unsafe in a 1.5t MRI. Patient received a dilation approximately 5 months after implant. Uneventful device explant (B)(6) 2016. Linx device found in the correct position/geometry. After device removal, a second linx device was implanted (model lxmc15, lot number 9132, (B)(4)) without issue.